Manufacturer narrative:
Evaluation summary: the reported condition of channel c stop button not working was confirmed through the event history but could not be duplicated. The reported condition was found to be due to fluid ingress that shorted the pump head module connector j9 and user interface module printed circuit board communication harness. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
On 11/03/09, during device evaluation by baxter the channel c stop key on a colleague cx triple channel volumetric infusion pump, was found to be not working. This event occurred during product evaluation. No additional information was available. This device utilizes user interface module master software (B) (4) categorized as unremediated.